Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down button had to be press multiple time to activate. Customer¿s blood glucose level was unknown. Customer reported that there was crack from reservoir compartment to the half screen. Customer reported that they received random no delivery alarm. The insulin pump will not be returned for analysis.